Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to misunderstanding the extended bolus feature, the customer experienced an elevated blood glucose (bg) level of up to 300 mg/dl. To address the bg level, the customer administered a manual injection. Tandem technical support educated the customer on the extended bolus features and functions and recommended consulting with health care provider regarding diabetes management.